Event description:
It was reported that the patient brought with them to the clinic three broken trach tubes. Condition of use was straight out of the box, unused, with broken trach cuffs- slit where the cuff meets the shaft. The new trach removed from box, inflated cuff with sterile water with immediate leakage of water from cuff. The event occurred at patient's home. There were no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. Leakage was observed on all three sets at the pilot balloon. Further inspection of the pilot balloons showed tears on the balloons. The root cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.